Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture, which resulted in patient syncope. Explant of the lead was attempted, but due to occluded veins it could not be replaced. The lead remains implanted and in use. The patient was stable.